Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he was hospitalized with high blood glucose. The blood glucose reading was 200 mg/dl. The customer also suffered from gastroparesis. The customer was wearing the insulin pump at the time of hospitalization. The customer was advised to follow up with a health care professional to adjust the insulin pump settings.